Event description:
It was reported that during surgery the dermatome was cutting too thick and did result in harm and delay during surgery.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(6) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the dermatome was cutting too thick. The customer returned a dermatome an device, serial number (B)(6), for evaluation. The customer also returned a hose for evaluation. Product review of the dermatome an on november 19, 2019 revealed that there was very low torque on the thickness control lever. The calibration and motor speed were both within specifications. The control bar was in the incorrect position. The customer width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on november 19, 2019 which included replacement of the thickness control lever, screw, semi-circle bearings, vespel bearings, and ball plunger. Dermatome an, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the dermatome an had the control bar in the wrong position, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the thickness control lever, screw, semi-circle bearings, vespel bearings, and ball plunger were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the dermatome was cutting too thick and did result in harm and delay during surgery. No additional consequences have been reported as a result of this malfunction.